Event description:
On (B)(6) 2013, fujifilm medical systems u.s.a, inc. (Fmsu) was contacted by (B)(6) requesting a loaner scope. We were informed that vmmc was requesting a loaner scope as the current equipment was being investigated in connection with a patient death.

Manufacturer narrative:
Upon learning that there had been a potential patient death at (B)(6), fmsu contacted the customer to obtain additional information regarding the circumstances surrounding the incident, the equipment or accessories used, patient information, actual date of death and any other pertinent information that could assist in investigating the root cause of the incident. Fmsu learned from (B)(6) that the patient had undergone an ercp procedure and stated that the patient died from an air embolism. No allegation of product malfunction. Fmsu also requested that the subject device and equipment be returned to the manufacturer for evaluation. (B)(6) stated they would not release the device and equipment to fmsu until they completed their investigation of the equipment per hospital policy. Multiple requests by phone on ((B)(6) 2013) have been made to obtain additional information. To date, (B)(6) has not returned the equipment to fmsu nor have they provided any other information related to the patient procedure.